Manufacturer narrative:
Event date is estimated. Further information requested (weight) but not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-00809. It was reported patient experienced ineffective therapy after a fall. Diagnostics indicated that patient had high impedance in some contacts. As a result, patient underwent surgical intervention wherein the ipg and lead were explanted and replaced. Reportedly effective therapy was observed.